Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Hyperzincemia [hyperzincaemia]. Hypercupremia [copper deficiency]. Myelopathy [myelopathy]. Profound and permanent physical injuries [injury]. Case description: an attorney reported that his client, an adult female, age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip adhesive denture cream , unspecified total daily use on dentures she received approximately thirty-two years ago, and reported the following: profound and permanent neurological injuries, was diagnosed with hyperzincemia, hypercupremia, and myelopathy, and has profound and permanent physical injuries that have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.